Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered a small fluid leak in the diff sample line to the flowcell, resulting in a puddle of lysed blood leaking underneath the ttm (triple transducer module). The customer was not exposed and ceased using the analyzer until service arrived. The customer did not attempt to clean the contaminated area under the analyzer. Using proper personal protective equipment (ppe), the fse cleaned and decontaminated the area with 5.25% household bleach solution and discarded waste in the biohazard container. The fse noted line vl52 had a pinhole and replaced the sample line to the flowcell and verified no leaks. The fse verified repairs per published procedures. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported dried blood on the counter and under the laser involving coulter lh 780 hematology analyzer. The customer opened the unit and also noticed diluted blood under the laser area. The customer stated approximately 40 milliliters (ml) of dried blood and 5 milliliters (ml) of diluted blood. The customer discontinued use of the unit. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. The customer stated diff mixing chamber lines appeared to be properly connected. Patient diff results matched retest values and manual counts and controls recovered within range. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.